Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip was found blunted. The following information was provided by the bd investigation team: "one of the used needles exhibited a blunted tip; however, since the needle was received with the tip retracted in the tip shield, it could not be determined if the needle was blunted during manufacturing or after it was retracted and manipulated within the safety mechanism."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received 26 sealed and two used 18g x 1.25in. Nexiva units from lot number 2005342. A gross visual inspection of the returned units did not find any damage to the returned units. A penetration and drag test of 8 sealed units showed the needle tip penetration force of one unit to exceed the specification and the catheter tip penetration force of another unit to exceed the specification. Both issues could affect the performance of the device during insertion. The damage to the sealed samples was determined to be manufacturing related. One of the used needles exhibited a blunted tip; however, since the needle was received with the tip retracted in the tip shield, it could not be determined if the needle was blunted during manufacturing or after it was retracted and manipulated within the safety mechanism. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.